Event description:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 17 cm and 22 cm distal to the is-1 connector pin. A fragment (approximately 4 cm length) was not received for analysis. An extraction aid was found, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. A stretched and bent fixation helix was found, which most likely resulted from the extraction procedure due to tensile stress. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.